Event description:
Device appears to be oversensing on the atrial lead, causing possible false arrhythmia detection (possible far-field r wave oversensing) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).